Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the wm-np2 workstation set 4 (jp) had sparks were scattered when the power cord was plugged in to operate the recording device installed in the wm-np2. It was reported that the olympus field service engineer visited the customer facility and replaced the main power cord (bent pin and scorched root). The olympus fse confirmed that the device works without problems. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Olympus keymed investigation completed based on the information provided. The investigation was very technical and therefore a summary of the key points have been quoted below. In relation to 'arcing' - 'this is a known effect and is specifically mentioned in the risk assessment table for the product, with a mitigation of regular customer maintenance - consisting of inspection and if necessary replacement of the cable. In relation to the "bent" and "scorched" pin" on the mains cable. This would confirm the failure mode described, and probably also indicates a level of customer misuse (usually by moving the workstation while the cable is still connected to the wall outlet - which is contra-indicated in the instructions for use) and can exacerbate any arcing damage to the wall plug). The root cause is thus wear and tear, exacerbated by lack of maintenance (cable / plug - inspection/replacement).' H3 other text: inlet cable has been discarded.